Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. All per formance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The valve did not meet the requirements for reflux testing due to proteinaceous debris within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the adjustment mechanism resulting in fluid reflux and difficulty adjusting the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to not be programmable prior to use. According to the report the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient.